Event description:
Svc lead impedance warning on (B)(6) 2025. Dual coil integrated bipolar 0184 b.sci lead with gradual rise in svc defib impedance with values up to 160 ohms. At this time the svc remains on. This lead is on recall. Rv outputs are 5.5v/1ms. Rv lead is oversensing p waves. Sic counts continue to increment with >40,000 noted on (B)(6) 2025 cl transmission. R: recommended a discussion with the physician re: the rv lead function. Caller and physician are aware; rv sensitivity is currently at .9mv bipolar and still has intermittent p wave oversensing. Discussed programming to ttc and caller noted pwos was still evident with ttc programming, impedances and thresholds were equivalent in bipolar and ttc. "28-dec". "Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).